Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The caller did not provide the blood glucose reading. The customer stated that she did not have time to speak. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.